Event description:
It was reported that during surgery the universal modular electric/battery double trigger handpiece would not switch to the neutral position, and the silver knob was dysfunctional. There was no harm or delay reported, and procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.